Event description:
Pt presented to surgeon with bilateral breast contracture status post gel breast augmentation. Admitted to facility for: bilateral capsulectomies, removal of right breast implant ruptured, removal of left intact breast implant.